Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the (B)(6) and (B)(6) complaint databases did not show any other reports against the reported product and lot codes. Provided info states, the pt was dislocating posteriorly and wedged and glenoid loose. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address glenoid loosening. The pt was dislocating posteriorly which resulted in glenoid loosening.